Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling with multiple attempts. During troubleshooting with tandem technical support, the customer noticed the cartridge was not securely in place. The customer was able to complete the load and resume insulin delivery. There was no reported impact to the customer's blood glucose level.